Event description:
We have a product (kiwi vacuum with palm pump) that has malfunctioned or broken 6 times in the last two weeks. Date of this report (B)(6) 2012, two more have malfunctioned. The numbers on the package were: (B)(4) pro, exp date 2014-17, lot: 120694, bar code: (B)(4). The package and vacuum were covered with blood so I did not keep. The product is either not vacuuming/will not pump up or the handle breaks. There are disposable appliances used to delivery babies. Dates of use: (B)(6) 2012. Reason for use: c-section assist.